Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. Reportedly pre-dilatation was completed with a 2.25x10mm non-abbott balloon and a 2.50x15 mm xience sierra drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 2.5x10 nc balloon after which, a distal edge dissection was noted. Another xience sierra des was implanted to cover the dissection and successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.